Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review results: post-op x-rays from l4-l5 tlif were provided. An interbody graft is present. By report, there is a separation of the screw head from the shank. It is not appreciable on these images. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with back pain; and underwent posterior lumbar interbody fusion at l4-l5. On an unknown date, post-op, the head and the body of the screw got separated. Hence, a revision surgery was performed, in which the broken screw was completely explanted.